Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. "Patient 2" initial na result was 101 meq/l. The customer did not trust this result and repeated the sample on a different c501 module with a result of 136 meq/l. On (B)(6) 2023 "patient 1" initial na result was 107 meq/l. The repeat result was 120 meq/l. The customer did not trust either of these results and repeated the sample on a different c501 module with a result of 137 meq/l. "Patient 1" initial cl result was 138.3 meq/l. The repeat result was 120.4 meq/l. The customer did not trust either of these results and repeated the sample on a different c501 module with a result of 103.1 meq/l. No questionable results were reported outside of the laboratory. The repeat results were believed to be correct. The cl electrode lot number was t8409 with an expiration date of 25-mar-2023. The na electrode lot number was z1898 with an expiration date of 26-apr-2023.

Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. The fse visually inspected multiple components of the instrument and performed ise checks and calibration. Precision results were within specification. The investigation is ongoing.

Manufacturer narrative:
The customer used a centrifugation time of 3 minutes at 5500 revolutions per minute (rpm). This centrifugation time may be too short and the speed may be too fast. The customer did not complain of any further issues after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.